Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call off no power without low battery indicator alarm. Customer advised a few months ago they replaced the battery on the device and it stated no power and shut off. Customer advised they over bolused and felt low. Troubleshooting for the off no power alarm was performed. Customer did not receive a low battery alert prior to the off no power alert. Customer's blood glucose was low which resulted in hospitalization due to diabetic ketoacidosis. Customer advised their doctor does not believe the insulin pump caused the hospitalization but possibly added to it. Troubleshooting for the low blood glucose levels was performed. Customer treated their blood glucose levels with food and glucose tablets. Customer was advised to monitor the insulin pump as the off no power alarm was no longer in the alarm history.